Event description:
Rn of home pt reports leak in cassette of homechoice set, close to drain line tubing, noted during fill 1/2 of apd treatment. No pt injury or medical intervention requried per rn. Device swapped.